Manufacturer narrative:
Based on the claims against the product noting image orientation issue, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was evaluated and found with a defective camera instrument adapter. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the lamp button of the button pack assembly. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the endoscope had image orientation issue (left, right instead of up, down) and experienced sluggish rotation. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that there was no unintuitive movements. The movement was restricted, the rotary gear was difficult to turn. The surgeon was able to solve the problem with a camera change. The procedure was completed with a reserve endoscope.